Event description:
Reported due a twenty-four (24) hour ooze requiring an intervention. The physician successfully closed an arteriotomy using the starclose device after an interventional procedure on 3/8/2006. A femoral angiogram was performed prior to the procedure with the following results: the access site was confirmed in the right common femoral artery (cfa), which was greater than five (5) mm. With no calcification reported. The skin tract reportedly "oozed for twenty-four (24) hours" and the patient was treated with "five to ten (5-10) minutes of compression and sandbags over the twenty-four (24) hour capillary ooze" period. The "ooze" was eventually treated with "a lidocaine and epinephrine injection which ended the tract ooze". It is unknown if the "ooze" extended the patient's hospital stay.